Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) connected to the homechoice (hc) machine before fully priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367 alarm. This occurred on the homechoice (hc) during the initial drain, while the hp was connected. The hp connected to the hc prior to the patient line being fully primed. The technical service representative (tsr) explained the meaning of the alarms and instructed the hp to cycle the power in order to clear them. The hp was going to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.